Event description:
The anesthesia circuit had an edith 1000 heat and moisture exchange filter which was reported as affecting the ability to ventilate on several occasions. The anesthesiologist team reported meeting resistance when attempting to ventilate. The circuit functioned as expected when the filter was removed. Dates of use: approx (B)(6) 2012.